Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high threshold measurements, loss of capture (loc) and low out of range pacing impedance measurements less than 200 ohms 13 days post implant. Additionally, the device showed a battery status of 1 year remaining. The lead configuration was reprogrammed and capture was obtained, however, the patient experienced muscle stimulation, so the lead was programmed off. A copy of device memory was submitted for analysis. Analysis of device memory noted a high power consumption condition and device replacement was recommended and troubleshooting options were discussed for the lv lead. An invasive procedure was performed. The pocket was opened and lead to device header connections were verified to be appropriate. The device was explanted. The lv lead was then tested on a pacing system analyzer (psa) and pacing impedance measurements were noted to be within normal limits at 297-317 ohms. The lead position was verified to be appropriate under fluoroscopy. The lead configuration was reprogrammed and appropriate capture was observed with no stimulation. A new device was successfully implanted with the chronic lv lead. No additional adverse patient effects were reported.